Event description:
Printed images are scaled slightly different on landscape or portrait orientation when printing in anatomic size to film. When measurements on the film sheet are visible, the measurements are labeled correctly, but manual measurement with a ruler depicts that the image on final film sheet is not in anatomical size.

Manufacturer narrative:
This report is being filed with the FDA on june 12, 2014. Siemens is currently conducting an investigation of the described behavior. It was found that printouts in anatomical size are not correct and could influence therapy. It is not yet known if printing in anatomical size is caused by an incorrect combination of printer and configuration files or which combination of printer and configuration files or which combinations of configuration files with a printer could experience this problem. The analysis is ongoing and a supplement report will be filed once root cause has been determined. This event occurred in (B)(6).